Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is unknown which bearing was explanted on (B)(6) 2017. Concomitant products: biomet tibial locking bar catalog#141205 lot#743070; biomet tibial locking bar catalog#141205 lot# 546150; unknown maxim femoral; unknown maxim tibial tray; unknown maxim patella. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06512 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a tibial bearing revision procedure due to instability eleven years after the initial procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient is scheduled to undergo a tibial bearing revision procedure. The surgeon is requesting a custom implant. No additional patient consequences were reported.